Manufacturer narrative:
The event occurred outside of the united states.while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the infusion set pulled away from the patient's skin while the self-adhesive remained in place resulting in elevated blood glucose levels. This occurred more than one occasion with the same batch of infusion sets.